Event description:
Customer alleges auxilliary flowmeter indicated o2 flow was present, however, no o2 was being delivered to the pt. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.